Manufacturer narrative:
No unexpected excessive no delivery alarms or battery out limit alarms noted during testing. The insulin passed displacement test, prime test, basic occlusion test and excessive no delivery test, off no power test. The operating currents were in specification. The insulin pump alarmed after battery change due to faulty connector on interface board noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer's parent reported the customer had an unexpected restart alarm. The parent also reported the customer received a battery out limit alarm and a no delivery alarm. The customer's blood glucose was 488 mg/dl. Customer's parent has treated with a manual injection. The parent also reported the insulin pump would frequently restart. Troubleshooting was not performed at the time of the call. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.